Manufacturer narrative:
Literature summary: the 1/1 severe impairment of memory and attention was observed immediately after laser ablation. He reported feeling as though he was in a dream with events happening in a disjointed fashion. Three weeks postoperative, he required hospitalization for agitation and suicidal ideation and was diagnosed with a severe amnestic syndrome with confabulation. This publication did not distinguish whether the adverse events reported resulted from a monteris medical product. This submission is being made as a conservative approach in the event some or all of the adverse events reported resulted from a monteris medical product.

Event description:
It was reported that following an ablation procedure a patient experienced memory and attention impairment. Three weeks post-operative, the patient required hospitalization for agitation and suicidal ideation and was diagnosed with a severe amnestic syndrome with confabulation. There was no additional information received in relation to this event. If additional information is received, a follow up report will be submitted.